Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the 28th march 2011 and performed all self-tests up to the 16th august 2015. An increase in voltage suggests a further pad-pak was installed. Temperatures are recorded below the recommended minimum stand-by temperature. Multiple manual power ups of ten minutes duration were observed in the device memory between the 20th august 2015 and the 1st october 2015. The pad-pak became depleted during this time and the technical log indicated the device had entered CPR advisor mode. The device remained in fault mode until the 29th june 2016 when an increase in voltage suggests a further pad-pak was installed. The returned pad-pak was inserted into the device and the device failed to power on. A test pad-pak was inserted into the device and the device passed a self-test. The device could not be power cycled using the on/off button. This indicates a fault. A test pad-pak was again inserted into the device. The device powered on upon insertion of the pad-pak, most of the instructional leds were illuminated. This indicates a fault. The device powered off with a warning memory full prompt. The device could not be powered on again using the on/off key. A test shock was delivered without fault and an acceptable measurement was recorded using the returned pad-pak. Investigation found the reported fault can be attributed to membrane failure due to adverse storage. The device failed to power on using the on/off button. This along with the ten minute manual power ups and the measurements taken during the investigation would indicate a failing membrane. The fault was traced back to corrosion on the membrane. The fault could not be replicated with a known good membrane installed.